Event description:
Patient was sedated and probe was inserted by cardiologist. Probe was malfunctioning and was reset multiple times. Procedure was unsuccessful and probe was removed. Procedure was aborted and unable to finish due to technical issues.